Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead, right ventricular (rv) lead and antibacterial absorbable envelope experienced decubitus approximately six days post implant. It was noted that the leads were explanted and the envelope remains in use. The patient underwent a pocket revision. No patient complications have been reported as a result of this event.